Event description:
It was reported that the pump's upstream sensor failed during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: initial reporter region state; mn. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was confirmed with visual and functional testing. It was found that the downstream occlusion seal was delaminating, along with the upstream occlusion sensor being intermittent. The downstream occlusion seal was replaced.